Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported the unit was powered on at the sales office then "motor speaker fail" occurred during periodic maintenance. After further investigation, the reported phenomenon was not duplicated, but the occurrence of primary alarm failure, motor speaker fail and that of (cpu pcba adc) central processing unit printed circuit board assembly analog digital convertor failed errors were confirmed in the (drpt) diagnostic report. There was no patient involvement. The speaker#1 and the cpu board were replaced.

Manufacturer narrative:
G4: 04sep2020. B4: 08sep2020. H11: b5: h6: corrections. The customer reported the unit was powered on at the sales office then "motor speaker fail" occurred this is an indication that the primary alarm failed. The service technician verified the occurrences of primary alarm failed documented as motor speaker fail and that of central processing unit printed circuit board assembly (cpu pcba) analog to digital converter (adc) failed in the event log of the device. The service technician replaced the speaker in location #1 to correct the primary alarm failure and the cpu analog to digital converter as documented per the service manual, all applicable checks and test passed returning the unit to within the documented specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07aug2020 b4: 27aug2020 a central processing unit (cpu) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25feb2021; b4:01mar2021; h11:g5:k102985. H10: the replaced speaker assembly was received for internal failure analysis. The speaker assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.